Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low p waves sensing with multiple repositioning attempts. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿low sensing¿ was not confirmed. A complete lead with stylet inserted was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted. All tines were intact and undamaged.